Manufacturer narrative:
Additional information received from the customer representative allowed to establish that the reported fall occurred because the patient¿s body caught about the opened side rail panel at time of getting up from the bed. A final conclusions will be provided in the follow-up report.

Event description:
It was reported by a nurse to an arjo representative that a patient loss of body balance when was trying to get out of a citadel plus bed. He went down on his knee. No injury occurred as an outcome of this event. No medical intervention was needed.

Manufacturer narrative:
It was reported by a nurse to an arjo representative that when a patient was trying to get out of a citadel plus bed, he lost a body balance and went down on his knee. No injury occurred as an outcome of this event. No medical intervention was needed. Additional information received from the customer representative revealed that when attempting to stand up, the patient¿ body caught on the opened side rail panel, resulting in a patient fall. After the event, the involved bed was inspected by the arjo representative. The inspection revealed that one of two side rail upper arms was broken off during the incident. No other issue was identified. According to the citadel plus instructions for use (731-374en_f) at time of entrance/exit ¿caregiver should always aid patient in exiting the bed.¿ the arjo citadel plus bed frame was used by a patient when the event occurred and from that perspective, it played a role in the event. The device did not meet its specification as the inspection revealed the damaged side rail. The complaint was decided to be reportable due to the patient's fall which may result in a serious injury.